Event description:
It was reported that the patient had a pinched nerve and that an x-ray revealed that a screw was loose from the ins. It was also reported that the patient had trouble coupling while recharging, and that they had 2 boxes filled but lost them. The patient was redirected to their hcp to address the loose screw on the ins. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the screw coming loose was not known. To resolve the loose screw and poor coupling, they had "moved the connector trying to make a connection." No further issues were noted or anticipated.